Manufacturer narrative:
Per the clinic, the patient was hospitalized on (B)(6) 2020 due to infection and subsequently underwent a revision surgery on (B)(6) 2020. This report is submitted on aug 06, 2021.

Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence twice on (B)(6) 2021 and (B)(6) 2020. A culture on (B)(6) 2020 showed the presence of mrsa. Subsequently, the patient was treated with several courses of intravenous and oral antibiotics (specific date and duration not reported). This report is submitted on september 09, 2021.

Manufacturer narrative:
This report is submitted on july 12, 2021.

Event description:
It was reported the device was explanted (specific date and reason for explant not reported). The patient was reimplanted with a new device.